Event description:
The customer reported that the multigas unit gave a "gas cal" error message during a case.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit gave a gas "cal" error message during a case. The customer also reported that the unit is displaying inaccurate readings. They tried replacing the water trap, but the issue persisted. No patient harm or injury was reported. The customer requested to send the unit in for a repair. Service requested / performed: evaluation / repair: on 12/23/2019, the reported problem could not be duplicated. The unit operated well, although, there was a constant loud humming noise that indicated the gas module would deteriorate soon. On 01/27/2020, the following malfunctioning part was replaced as a precautionary measure: gas module (part # cd-237p). The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped back to the customer on 01/28/2020. Investigation summary: per the operator's manual, the possible causes of the unit displaying a gas "cal" error are issues with water trap, sampling line, t-piece, or exhaust tube which need to be replaced when necessary. It could also be caused if incorrect gas was being used for calibration. The overall risk of this event is medium. The reported issue does not require further investigation through CAPA process since the ag-920ra is a legacy product and sales for the unit ended in 2013. Additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The customer reported that the multigas unit gave a "gas cal" error message during a case. The customer also reported that the unit is displaying low readings. They tried replacing the water trap, but the issue persisted. No patient harm or injury was reported. The customer would like to send the unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit gave a "gas cal" error message during a case.